Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed geometry-related issues. Log file analysis indicated errors such as "ipc post: synqnet test failed," network error," validating the reported malfunction. During troubleshooting, the fse observed that stand movement was only partially functional. The fse performed a geocan reset, checked all fuses, and monitored the system for two days. Further investigation revealed that the power control unit (pcu) was faulty. The fse confirmed an intermittent pcu malfunction, partial stand movement, non-functional c-arm movement, and that the table was free. Additionally, the fse noted that the geometry booted correctly on the first power-up, but the pcu remained defective. To resolve the issue, the fse replaced the pcu. After replacement, the system was restored to normal operation and returned to use in good working condition.at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. They are instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were partly available. No harm was reported to philips. Philips has started an investigation of this complaint.